Event description:
Patient underwent treatment and was implanted with matrixrib devices after a crush injury with non-union in (B)(6) 2010. On (B)(6) 2012, patient was revised to an open reduction internal fixation (orif) of ribs 3 through 5. The patient developed an infection that required plate removal on (B)(6) 2012, and a repeat orif was performed successfully. This is report 15 of 31 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.